Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+13.75%). No patient was involved in this event. No adverse effects were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No evidence of the reported problem was found in event log. Visual and functional testing were performed. Running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications. Actions/repairs were done to correct the reported issue: expulsor trimmed down to bring the delivery accuracy closer to nominal of a range.